Manufacturer narrative:
Information contained in this report was previously submitted through psr on 19oct2015. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, observed a missing piece of shell assessed as inconclusive and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.